Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced vein thrombosis in region of left arm. It was noted there was swelling of the left arm and the patient required medical intervention. The outcome was resolved and the leads remain in use. The patient is a participant in the (B)(6)study. No further patient complications have been reported as a result of this event.